Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(6), did not reveal any device-related issues that would have contributed to the reported event. It was reported that the patient was found unconscious by a family member at their house on the night of (B)(6) 2021. They were transferred to the ventricular assist device (vad) center for emergency care, but the patient had deceased by the time they arrived. (B)(6) was returned assembled with the pump cable severed approximately 15.5¿¿ from the pump housing. Approximately 10.0¿¿ of the distal end of the pump cable was returned attached to the modular cable. The sealed outflow graft was returned attached to the pump outflow. The outflow graft clip was returned in place around the pump outflow hardware and was unremarkable. The sealed outflow graft bend relief was returned attached to the graft attachment. The cuff lock was returned fully engaged with the apical cuff in place. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The retrieved log files returned device and controller captured double power cable disconnects followed by full system controller backup battery depletion and several driveline disconnects (related manufacturer report number 2916596-2022-01689). The pump appeared to be functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2019. The heartmate 3 lvas instructions for use (IFU) and patient handbook are currently available. Section 1 of this IFU lists death as an adverse event that may be associated with the use of the hm3 lvas. Section 8 ¿equipment storage and care¿ in the IFU states that a damp cloth can be used to clean exterior surfaces of the external parts of the equipment. Water, with or without a mild dish soap, may be used as a surface cleaner. Section 8 also warns that patients should never submerge the driveline in water or liquid. Section 6 ¿caring for the equipment¿ in the patient handbook also outlines proper driveline maintenance for the patient. The user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damaged). Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2022-01689.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2021 during the night, the patient was found unconscious at their house. The patient was transferred to the ventricular assist device (vad) center for emergency care but by the time of arrival, the patient had already passed away. The responsible surgeon ordered an autopsy for cause of death determination. The autopsy was performed on (B)(6) 2021 but cause of death was unknown at the moment. According to the vad coordinator and responsible surgeon, the patient did not have any previous complaints against the lvad device.